Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection of the sample indicates that the infusion set tubing separated from the inlet port of a y-site smartsite on the assembly. The customer complaint of separation was confirmed. An investigation was forwarded to the manufacturer for root cause investigation. After the investigation, manufacturing determined that the root cause for the issue was due to issues with the solvent dispenser, the assembly method of the infusion set not followed and issues with the tube ovality. Corrective actions taken were to clean the dispenser, adding more personnel to the assembly process to support the manufacturing lines. Finally, the tubing will be validated under change control. A device history record review for model 2426-0007 lot number 25023120 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had disconnected. The following information was provided by the initial reporter: primary tubing 2426-0007 bd alaris lot: 25023120. Tubing became disconnected at the first y-site just above the roller clamp. Nurse was about to spike a bag and noticed that the tubing was disconnected. Nurse stated that she did not pull on the tubing, "I was just raising the tubing to the bag after removing it from the packaging. It just fell apart." Event date: 6/17/2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.